Event description:
The customer reported that there were horizontal lines on both monitors and there was no x-ray.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the display adapter pcb and the lines were gone. There was a problem with monitors flickering after x-ray button was pushed. The rep found a bad camera. He ordered and replaced the camera. The system operates as intended.